Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The micron filters in a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock reportedly leaked while running amio. The day nurse reported that bed 17 was having increasing premature ventricular contractions (pvcs), so she checked and then observed that the filter of the device was leaking during the patient's infusion. The patient experienced increasing pvcs and dysrhythmias. There was no further clinical impact reported. This emdr reflects the first of two occurrences.

Manufacturer narrative:
Investigation summary received one (1) new. List #206680490, extension set. As received, no damage or anomalies noted. The inline filter was leak tested per specifications and no leakage was observed. The reported complaint of leakage cannot be replicated or confirmed without the return of the used set. Lot history review the lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.